Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been in clinic previously for a checkup. The following (B)(6), the pt reported seeing cola colored urine, however did not call the vad coordinator at that time. The pt went into the coumadin clinic two days later and had shortness of breath and pleural crackles and was given 40 mg of lasix. The coumadin clinic did not call the vad coordinator. The pt was seen the following day in clinic with red urine and was admitted. An echocardiogram (echo) was performed. The left ventricular unloaded when turned up to 10,000 rpm from 9600 rpm. The cardiologist made the decision to increase speed to 9800 rpm with evidence of hemolysis, lactate dehydrogenase (ldh) elevated and cardiac enzymes elevated. Creatine at 3.8, bun-66 and pt had dry skin, 1+ pitting edema. Heparin gtt (drops) initiated. Additional information was received 15 days later confirming that the pt had suspected thrombus with hemolysis and power elevations. Decision was made to exchange the lvad pump with another lvad pump on (B)(6) 2013. At the time of explant, visible thrombus was noted inside of the pump.